Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "a system message displayed" (device displays error message). The nurse reported, a system message displayed during set-up for surgery. The system message could not be cleared and cases were subsequently canceled. The first pt was prepped. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The fluidics module was replaced. The company service rep found water under the module. The tubing in the back of the system was replaced. The company service rep ran the system for several hours. No problems were noted. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).